Event description:
It was initially reported that there was an infusion set for 4 hours that infused within 30 minutes. However, later the customer clarified "the medication infused over a 3-hour period and only a small amount of the medication was unable to be delivered. The amount not administered was determined to be contained within the tubing. We felt there wasn¿t an issue with the pump nor harm to the patient.". There was patient involvement, but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: manufacturing location. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint of the infusion accuracy concern could not be confirmed as no devices were returned for investigation. No devices were returned for this investigation; therefore, inspection and testing could not be performed. The event date and time were not reported. The facility provided the pcu and pump module event logs, the event logs showed date from 25 june 2025 to 27 june 2025. The pump module event log showed the device in use on 25 june 2025 attached to the returned pcu s/n: (B)(6) as channel a. On (B)(6) 2025, an infusion was performed on the suspect pump module s/n: (B)(6). The dataset was not returned for investigation; therefore, the drug information could not be confirmed. On (B)(6) 2025 at 11:39 am, the user programmed an infusion with the drug ID 150, drug amount of 12.5 mg, diluent volume of 50 ml, rate of 8 ml/hr, volume to be infused (vtbi) of 32 ml, dose of 2 mg/hr and expected duration of 4 hours. The infusion started with primary volume infused (pvi) of 0 ml. At 2:54 pm the pump module channeled off with a total volume infused of 25.981 ml. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.2 states that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, infusion sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported infusion accuracy concern could not be determined. The facility observed undelivered medication remaining in the tubing; however, the issue could not be confirmed as no devices were returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that there was an infusion set for 4 hours that infused within 30 minutes. However, later the customer clarified "the medication infused over a 3-hour period and only a small amount of the medication was unable to be delivered. The amount not administered was determined to be contained within the tubing. We felt there wasn't an issue with the pump nor harm to the patient. " there was patient involvement, but no harm.